Event description:
On (B)(6), 2008, this patient was implanted with gore excluder endoprostheses to treat a ruptured aortic aneurysm. On (B)(6), 2011, a CT scan revealed the aneurysm grew from 8 cm to 8.7 cm. The CT also revealed a proximal type I endoleak. On (B)(6), 2011, the patient underwent a reintervention. An aortic extender component was implanted to address the proximal type I endoleak. The patient tolerated the procedure, and the endoleak resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.